Event description:
It was reported that t:slim x2 pump battery would not charge, and pump history showed a power source alert around time issue began. There was no reported impact to the customer¿s blood glucose level. Issue had occurred before customer contacted support and resolved while using original charging cable, pump did not shut down or become unable to power on, and customer required no further assistance once pump began charging again.